Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnect mode, all new orders were not displayed, and nurses were unable to log in as the system kept loading. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network communication failure caused the remote support service to be offline. The field service engineer performed preventive maintenance, secured all connections, and verified operational status. The system functioned as intended after the field service engineer repaired the device.